Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, and the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support again if the malfunction code reappears.